Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25123579, 25123608, 25123767 and 25124025 the last 4 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood or tissue were observed. The silicon insulation was cut and torn at the tip of the cold jaw support. The harvesting tool's shaft was slightly bent from the pivot point, approximately an inch away from the distil end of the base of the jaw. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions using max life test method . The device activated and transected tissue five (5) times with no cautery failure observed. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.70 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported complaint was unable to be confirmed for "break jaw" and "failure to cut" but was confirmed for "peeled insulation" and "bent shaft."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 harvesting tool did not look right when the device was taken out of the box. The device was then used, during which it was reported that the jaws did not work correctly. The jaws were not cutting or sealing as they should. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 harvesting tool did not look right when the device was taken out of the box. The device was then used, during which it was reported that the jaws did not work correctly. The jaws were not cutting or sealing as they should. A replacement device was used to complete the procedure. The hospital did not report any patient effects.